Event description:
Caller states pt reportedly received results of 333 mg/dl and 143 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.